Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 2700tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of eight (8) years, two (2) months due to aortic stenosis. No other information was made available or if/when patient will be treated. Currently, the patient is asymptomatic.

Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 conclusion code. Corrected data: corrected b1 and h1.